Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) malfunctioned. Electrical test fails 54 (atm transducer calibration failure) was present. There was no patient harm reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h11.